Event description:
It was reported by a patient that a gamma knife radiotherapy treatment was partially delivered because as the bed exited the unit after the 3rd shot (third of five), the bed reportedly halted abruptly, jolting the patient and allegedly not removing the patient from the radiation unit. The patient was manually removed from the bed by the staff. The patient believes that they were exposed to additional radiation after the bed halted. The reported cause of the cessation of bed movement was that the microphone cord had fallen into the tracks of the bed, preventing it from moving.